Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection found chipped top case corners and cracked plunger cases. A review of the event history log found a travel course error and a check clutch plunger lever error. During the functional testing, a popping noise was heard followed up "travel course error - check clutch plunger lever" during the occlusion test. The root cause was found to be abnormal wear causing both clutch halves to slip on the lead screw. Clutch halves, lead screw and clutch spring were replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump displayed a check clutch error. No patient injury reported.